Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for investigation. The sample was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were observed. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect for any leakage. Leakage was observed coming out from a small tear in the cuff. The most probable root cause of the product problem is that the cuff tear occurred during the intubation procedure due to contact with a sharp edge. A definitive root cause was not established.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, the cuff was unable to be inflated. No patient injury resulted.